Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 650cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during an implant exchange surgery on (B)(6) 2020. As a result, the patient had only her left breast prosthesis explanted and it was replaced with a mentor memorygel breast implant 600cc gel breast prosthesis. The suspect medical device was discarded after explantation surgery.